Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device will reportedly not be explanted at this time. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed damaged silicone on the top and bottom covers, and the electrode was severed near the array prior to receipt. These are believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The device passed some the electrical tests performed. The device passed the mechanical tests performed. The reported complaint of electrode shorts and poor performance could not be verified during this analysis, which was limited in some respects due to the electrode being severed prior to receipt. The reported complaint of an electrode being out-of-range during the capacitor test at the clinic was verified during this analysis. Advanced bionics will continue to monitor failures of this type. This version of the ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance. Programming adjustments were made, however, the issue did not resolve. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.